Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 5. The patient explained that a supply bag fell and disconnected. (B)(4) had the patient cycle power and explained they would need to start over with new supplies. Product surveillance contacted the patient who explained the bag fell because he typically put a box next to his nightstand to "extend" it and have more room for supplies. The patient forgot and the bag ended up sliding off the nightstand. The patient did not notice any defects with the supplies. The patient explained that he immediately capped everything off and disconnected himself. The patient did not start a new therapy because it was so late and notified his nurse. The patient stated he was treated with prophylactic antibiotics. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a supply bag fell and disconnected. The patient explained that the bag fell because he typically put a box next to his nightstand to "extend it" and have more room for supplies. The patient forgot and the bag ended up sliding off the nightstand. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).